Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the impedance issue was unknown. In post-op, programming was performed on the 0-7 electrodes and the patient reported receiving good coverage. The high impedance issue had not been resolved and the patient's weight was unknown. This information was confirmed with a physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient was having a normal battery replacement. The patient was getting good pain relief from the stimulation that she that she had been using since implant in 2010. Impedance test was done following the attachment to the new ins showed the 0-7 electrodes at > 10,000 ohms 8-15 were within normal range. The extension was removed 3 times, cleaned and then reattached with the same results. The decision was made to leave the lead and extensions intact and try to program post opt using 8-15 electrodes. The patient had not been consented or prepped to replace the lead at this time. The doctor said that he would get an x-ray of leads post op and would consider lead revision if the patient did not get acceptable pain relief. The rep has no idea if the high impedances had previously been observed. The rep had been told this was a routine replacement of the battery. The patient did not know if anyone from the manufacturing had been aware of any problems. The rep was present for the battery replacement that was being done due to expected end of battery life following the battery not being able to be recharged since (B)(6) 2017. The rep was unable to interrogate the ins prior to surgery today ((B)(6) 2018), therefore the rep has no idea if the high impedances had occurred before today. No further complications were reported. No patient symptoms were reported.